Manufacturer narrative:
The investigation determined that the root cause of the event is consistent with pre-analytical sample handling.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 2 patient samples on a cobas 6000 c501 module. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were repeated. Patient 1 had an initial na result of 156.2 mmol/l and an initial cl result of 117.2 mmol/l. The sample was repeated on another analyzer and the repeat na result was 141 mmol/l and the repeat cl result was 105 mmol/l. Patient 2 had an initial na result of 146.2 mmol/l and an initial cl result of 119.2 mmol/l. The sample was repeated on another analyzer and the repeat na result was 138 mmol/l and the repeat cl result was 99 mmol/l. The na and cl electrode lot numbers and expiration dates were requested but not provided.